Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot 0012582061 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test did not reveal any anomalies. The catheter passed the returned product inspection as per specification. Review of the catheter chip data confirmed that the catheter had been used and that the release-to-finished-goods date was 12 dec 2024. Based on the established product shelf life, the expiration date would be 12 dec 2025, which confirmed that the catheter was used after its expiration date at the time of the event. In conclusion, the catheter passed the returned product inspection per specification, however, the reported issue (use of expired product) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter interface cable used was expired and a generator error message indicating the catheter was invalid occurred. The catheter interface cable was replaced, after which the procedure was completed. No patient complications have been reported as a result of this event.